Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related improper reprocessing due to leakage occurring from the u/d knob, control unit, and el-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: cf-q150l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation, angulation control knob was very loose, less light, a shock to the distal end and insertion tube and suction cylinder were deformed. The device was returned for evaluation. During the device evaluation, foreign material was found around the nozzle unit, at the upward downward & right/left knob, at plastic distal end cover, at the bending section cover and at the adhesive of the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the loss of water tightness is due to the deformation of the upward downward knob and electrical connector. The suction volume falls below the standard due to shaving of the suction cylinder. White dots appear in the image due to damage on the charged coupled device unit. Inadequate water removal is caused by nozzle clogging, and the connecting tube has a wrinkle. The bending angle in the down direction and the play of the upward downward knob deviate from the standard due to wear on the angle wire. The forceps channel port is shaved, and scratches are present on the grip and universal cord. Additionally, the suction cylinder and switch box are shaved, and the switch box has a stain. Discoloration is observed on both right/left knob and upward downward knob. Corrosion is present on the electrical connector, and the suction connector has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.